Event description:
On (B)(6) 2013, our representative reported that the previous oversensing issues continue to occur in this patient following the re-intervention and replacement of reply dr (B)(4) with reply dr (B)(4). The sorin rep again reports no patient activities or environments have been identified that can be correlated with the stored oversensing episodes. Additionally, as with the original device, the replacement device does not appear to be performing automatic lead impedance measurements. Both the a and v lead impedance trends plot zero values and the last saved measurement results correspond with the last manual measurements performed during followup. Reportedly the manual impedance measurements performed during followup are executed and saved normally.

Manufacturer narrative:
Method: since the device remains implanted, patient files were analyzed. Result: please refer to the attached analysis, (B)(4). Summary: suspicion of a lead issue (lead interaction), emi (unknown origin/unusual pattern) cannot be excluded. This device remains implanted.